Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 55 mg/dl and food was consumed to elevate the bg to the mid 100s mg/dl. The customer reported that the low bg was due to inadvertently overestimating the carbohydrates consumed and subsequently, too much insulin was delivered. Tandem technical support advised the customer to discuss the event with a healthcare provider.